Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 39 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire disconnected. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome 39. There were no patient complications reported as a result of this event.